Manufacturer narrative:
Additional system component being reported fot this event: controller= (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. Based on the results of the internal investigation and per management directive, no additional investigation of this event is required at this time. The manufacturer also identified the issue to be a design deficiency therefore no device history record is required for this event. The most likely cause of the electrical fault alarms are related to contamination of the driveline connector in that the driveline cap and driveline connection allow external contaminates to enter the driveline connector pins which may lead to electrical faults. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site from the vad coordinator that the patient was admitted after experiencing multiple electrical fault alarms. The patient was hospitalized due to concerns related to continued electrical fault alarms. It was stated that the log files were submitted and manufacturer engineering confirmed that driveline connector confirmation was likely. Manufacturer engineer brought on site for driveline cleaning. Patient was prepped with heparin and oxygen via nasal cannula. Manufacturer representative performed one round of cleaning on (B)(6) 2016, with a total off pump time of 60 seconds. Contaminates observed in both driveline and controller connectors. Cleaning was completed and an elective controller exchange was performed. It was stated that the patient tolerated the procedure. No additional information available.

Manufacturer narrative:
(B)(4). The driveline cable (B)(4) and controller (B)(4) were not returned for evaluation. Review of the manufacturing and inspection records confirmed that the associated devices met all requirements for release. On-site inspection of the driveline connector and controller confirmed the contamination by foreign material of the driveline connector and driveline port on the controller. A driveline connector cleaning procedure was performed to mitigate the conditions reported. In addition, the reported "electrical fault alarms" event was confirmed via review of the controller log files, which revealed 64 electrical fault alarms of type 'sys_rear_phase_b_open'. This failure is most likely due to contamination of the driveline/ driveline connector that increased the reading on the rear stator's impedance values leading to the electrical fault alarms. The information available suggests that the reported electrical fault alarms were caused by contamination/foreign material of the driveline cable connector. Heartware has initiated an internal investigation to further evaluate issues related to driveline connector contamination leading to electrical faults. Based on the investigation conducted under the internal investigation, the most probable root cause has been attributed to design/training issues. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.